Event description:
It was reported that a customer experienced a malfunction with their pump, indicated by error 16-0x20e6. There was no reported impact to the customer¿s blood glucose level. A replacement pump has been provided.